Event description:
It was reported that the patient received inappropriate shock. Lead noise was suspected and investigation indicates that externalized conductors were observed on the associated lead. The entire ICD system was replaced. The device will be returned for analysis. The patient is fine. The patient is being monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of inappropriate hv therapy due to noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the noise could not be determined as noise was not reproduced during testing.